Event description:
Male patient underwent subtotal colectomy for gi bleed. Eea stapler was used for the anastomosis. Blood supply was adequate and no leaks were noted when checked. His condition improved and he was discharged home. Patient returned to the or nine days post-op. He was readmitted for exploratory laparotomy, which revealed staple line dehiscence. Surgeon was concerned about using an eea stapler again due to the previous failure of the anastomosis.